Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 11/20/2017, electrode belt: 10/14/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the bathroom and lost consciousness prior to passing. The patient's spouse was present and called ems, who attempted to resuscitate the patient. Review of the patient's download data revealed that from 22:16:47 to 22:26:40, the patient's rhythm was bradycardia at 20 bpm slowing to severe bradycardia at 10 bpm. The rhythm then transitioned to an idioventricular rhythm from 20 bpm to 80 bpm. The rhythm then degraded to ventricular fibrillation (vf) with motion artifact. The patient remained in vf for approximately 1 minute and 48 seconds, however low amplitude cardiac signal and motion artifact prevented the lifevest from detecting the vf. The patient's rhythm then degraded to asystole. At 22:27:20, the patient's ECG shows asystole with CPR and motion artifact. The patient remained in asystole with electrode lead fall off from 22:23:01 to 22:50:47. The device was shut down at 22:50:47.